Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and low impedance. The ra lead was capped and not replaced, as implantable pulse generator (ipg) left as single chamber system. No patient complications have been reported as a result of this event.